Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing. Further analysis will be performed.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded the combination of shelf time, cooler temps and battery size lined up to possibly cause the initial identified issue.

Event description:
- -